Manufacturer narrative:
.

Event description:
It was reported that during follow-up, noise was observed on the rv lead due to suspected fracture. The patient elects to not replace the lead and requested the hv therapy be disabled. Patient will be monitored remotely.